Manufacturer narrative:
One sample was returned for evaluation. Visual inspection showed no discrepancies in the sample. The sample was additionally tested in h-1200 fluid warming macine and nothing was found to be wrong with the sample. Other analysis a review of the manufacturing process for trauma p/n di-60hl; l/n 4016705 was conducted by quality engineer on (B)(6) 2020, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section; all procedures are being followed appropriately. The following operations were reviewed during gemba: ·all assembly operations were reviewed to ensure that the components are assembly properly; no discrepancies were found. ·training records were reviewed to ensure that all production personnel was trained in the manufacturing procedures; no discrepancies were found. Visual inspection before packaging: thirty two (32) samples p/n di-60hl; l/n 4016705 were taken from packaging process in order to any tube kink that could affect the product functionality. Result: no discrepancies were found. Results: no anomalies were found. Mitigation: production personnel performs 100% pressure test heat exchanger. Production personnel inspects 100% heat exchanger tube for the following surface condition requirements: no sharp edges or burrs on tube ends. ·verify there are no holes through extrusion walls. ·verify there are no dents or kinks. Quality inspection frequency: to be performed daily for each tester that is in use, at the beginning of the shift and work order and at maximum every four hours (± 1 hour) using samples for: p1 accepted p2 orifice gage quality personnel verifies that the equipment passes the accepted sample and fails when the orifice gauge (p2) is in place. Record all the information on fm md04-387. Quality personnel verifies that the operator is performing test correctly. If sample p1 is accepted and samples p2 (sample using the orifice gauge) is rejected by the machine (showed as pass in fm md04-387-01), the leak tester is considered a pass and use the fm qp ir-tj-02 to indicate that the heat exchanger tester verification passed. If samples fail, the leak tester must be evaluated by manufacturing/engineering who must be notified immediately. Record all the information on fm md04-387. No root cause has to be determined since no anomalies were found in sample received for evaluation. Action taken no corrective actions are required since the complaint could not be confirmed. A notification of this complaint to the production personnel was conducted by the quality engineer on (B)(6) 2020.

Event description:
It was reported that the level 1 trauma fast flow disposable was kinked during therapy. This was causing the machine to stop the infusion and beep. The clinician had to manually hold the tubing in order to complete the infusion. No patient injury or complications were reported in relation to this event.